Event description:
The caller alleged a variance between inratio inr results and laboratory inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 3.5, laboratory inr: 1.75, time between testing: five (5) hours. (B)(6) 2015, 7.5, 1.33, same time. Therapeutic range: 2.0 - 3.0. There was no warfarin dose changes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned monitor using retain strips did not uncover any deficiencies. The monitor and strips continue to meet specification and no product deficiencies were observed. The manufacturing records for the testing strip lot were reviewed. The lot met specifications and no non-conformances were documented. The impedance curve analysis associated with this case found the curve exhibited a weak slope change. CAPA investigation (CAPA (B)(4)) has determined that impedance curves with a weak slope change can cause discrepant results. The inratio monitor software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. No patient conditions were provided by the customer to determine if these led to the weak slope change observed. Further investigation into this issue is being performed under CAPA (B)(4).

Manufacturer narrative:
Corrections: brand name: removed inratio2 pt monitoring system (as the complaint device) and added the inratio pt/inr test strips (monitor). Model #: removed monitor model # and added the test strips # 100071. Serial t#: removed the monitor sn and included the inratio pt/inr test strips lot number as above. Concomitant medical products: removed the testing strips as a concomitant medical product and added the inratio monitor. The 510k#: removed the inratio2 pt monitoring system 510k# k072727 and added k092987 to reflect the inratio pt/inr test strips. (B)(4). Labeled for single use?: changed from "no" to "yes" since the strips are single use. If remedial action initiated: remove recall check. Usage of device: changed from "reuse" to " unknown" since the strips are not reusable. If action reported to FDA: remove recall number. Investigation/conclusion: the monitor associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned monitor using retain strips did not uncover any deficiencies. The monitor and strips continue to meet specification and no product deficiencies were observed. The reported inratio inr result of 7.5 on (B)(6) 2015 was not present in the monitor memory; however there was a >7.5 on (B)(6) 2015. The impedance curve associated with the result of >7.5 on (B)(6) 2015 was analyzed statistically. The impedance curve appeared normal in shape and did not exhibit a weak-slope change the returned monitor met both accuracy and repeatability criteria and passed functional testing during an in-house investigation. There was no information that suggests there is a product deficiency. The manufacturing records for the lot were reviewed and the lot met release specifications. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.